Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8878726. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the device packing and the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 8878726) were both confirmed to be in good condition. The stent was reported to have become impeded in the middle section of the concomitant microcatheter (unspecified brand) and could not advance further. The physician retracted the stent and noted that the stent component had become kinked / bent. The physician replaced the stent to complete the procedure using the same microcatheter. There was no negative impact to the patient. On 10-apr-2025, additional information was received. Per the information, the procedure was a stent-assisted coil embolization targeting the ophthalmic segment of the internal carotid artery (ica). The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). A continuous flush was maintained through the microcatheter. When the stent was removed, it was still on the delivery wire. Aside from the stent being reported as kinked / bent, there was no additional damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was detached from the delivery system. He delivery wire and introducer were found to be in good condition. Microscopic inspection was performed on the stent component, and one of the distal ends was found with three kinked struts, the other end was found to have one broken strut. Although a functional test could not be performed due to the detached condition of the stent, the issue reported regarding the stent becoming impeded in the middle section of the microcatheter and subsequently being found kinked, are confirmed based on the damaged conditions found on the stent. The damages suggest that excessive force was inadvertently applied during the stent advancement. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8878726. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.